Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed without issue and the procedure was completed with a different device. There were no patient complications and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications, and the patient status was good.